Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer delivered a larger bolus than needed to address the carbs consumed. Customer consumed carbohydrates to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.